Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on 10/17/2025 that they were receiving the fill complication encountered message during treatment (tx) last night, and patient cancelled tx in dwell 2. When the patient removed the cassette there was fluid behind the cassette door. The fill complication encountered message occurred in fill 1 and 2 of tx, and the patient was connected during incident. The heater bag (hb) clamp was open and the cone was fully broken. The patient line (pl) clamp was open, and the pl was not kinked. The stay safe connector blue pin was not pushed in. The fluid was discovered during tx complete - step 9 remove cassette. The patient was not connected during incident. Fluid was discovered in the pump module area, was discovered on the external side of the cassette. The fluid leaked from (unknown area). Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that they were receiving the fill complication encountered message during treatment (tx) last night, and patient cancelled tx in dwell 2. When the patient removed the cassette there was fluid behind the cassette door. The fill complication encountered message occurred in fill 1 and 2 of tx, and the patient was connected during incident. The heater bag (hb) clamp was open and the cone was fully broken. The patient line (pl) clamp was open, and the pl was not kinked. The stay safe connector blue pin was not pushed in. The fluid was discovered during tx complete - step 9 remove cassette. The patient was not connected during incident. Fluid was discovered in the pump module area, was discovered on the external side of the cassette. The fluid leaked from (unknown area). Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.